Event description:
During operative procedure, conmed bovie not functioning and/or functioning intermittently. Team changed to valleylab pencil. Personnel from surgical services notifed the MFR, conmed, at the time of the event.